Manufacturer narrative:
Additional information: product analysis: during functional analysis, it was not more possible to inflate the balloon due to a leak. During visual analysis further analysis was done and confirmed the presence of a hole on the balloon. This is a radial rupture near the distal peak of the balloon. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery.

Event description:
It was reported that during an unknown balloon kyphoplasty, "that the right balloon ruptured and the contrast fluid flowed out". "The balloon had a very small hole".

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.